Event description:
Patient to operating room on (B)(6) 2021 for right total knee washout with revision and exchange of tibial tray. She has a chronic non-healing wound and has had many surgeries as listed below. The wound was cultured and specimen sent to lab. The explanted tibial tray was kept and washed by spd and saved for risk management. On (B)(6) 2019 right total knee, on (B)(6) 2019 right total knee liner exchange, on (B)(6) 2019 I and d right total knee, on (B)(6) 2019 removal of right total knee, on (B)(6) 2019 right knee revision, on (B)(6) 2020 right knee revision with spacer, on (B)(6) 2020 right knee revision, on (B)(6) 2020 right poly exchange, on (B)(6) 2021 right knee revision, on (B)(6) 2021 right knee revision on (B)(6) 2021 right total knee washout with poly exchange with wound vac. FDA safety report ID # (B)(4).